Manufacturer narrative:
Clarification to h6: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that a patient was injected into the perioral folds with one syringe of juvéderm volbella® xc. The patient experienced "non-inflammatory nodules" in the lipstick lines around the mouth. The patient was treated 3 times with the following prescribed by the hcp: 1st time was toward the end of a previous month hylenex/5-fluorouracil (5-fu)/oral prednisone, 2nd time was 3 days later another treatment of hylenex/5-fluorouracil (5-fu)/oral prednisone, and one last treatment of minocycline 100 mg at bedtime until nodules resolve. This was the initial use of syringe.